Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting high threshold measurements and a decrease in r-wave sensing. Additional information provided from the field indicated there was nothing observed to be wrong with the lead under fluoroscopy that would cause such observations. Surgical intervention was performed and the rv lead was abandoned and replaced. No additional adverse patient effects were reported.